Event description:
It was reported that the patient with this pacemaker system presented to the hospital for a non-device related medical condition. During the hospital stay, the pacemaker was interrogated and the impedance on the right ventricular (rv) lead was found to be high and out-of-range at greater than 2,500 ohms in both bipolar and unipolar. The out-of-range impedance had resulted in a lead safety switch (lss) to the unipolar configuration. There was no loss of capture or noise and all other lead measurements were good. The patient was not pacemaker dependent and had an underlying rhythm of approximately 40 beats per minute. The physician plans to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.